Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated nor confirmed. Therefore, an assignable root cause was not determined. However, it was discovered during evaluation that the dura guard (protective foot) and back post had bent. It was determined that this was caused by excessive or lateral side to side force. This was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery the craniotome device would not attach to the handpiece device. During an in-house engineering evaluation, it was observed that the dura guard (protective foot) and back post had been bent. There were no delays in the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly